Manufacturer narrative:
Product complaint (B)(4). Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a caesarean section procedure on (B)(6) 2019 and suture was used. During the procedure, when the needle was passed through the uterine wall, the suture came out of the needle with the first bite on the uterus. The needle was checked thoroughly, and confirmed that no needle piece left inside the cavity. The uterus was closed with another suture and the procedure concluded uneventfully.